Event description:
Robotic instrument, force bipolar, utilized for robotic low anterior resection surgery. Force bipolar was connected to power, however power was not working. The monopolar cord that connects the force bipolar to power via the electrosurgical unit was unplugged and re plugged, and the instrument was still not working. A replacement force bipolar was opened to the field. After connecting the replacement to power using the same monopolar cord, the replacement force bipolar was able to function appropriately. No fragments fell into the patient. There were 7 lives remaining out of 12 on the instrument. Instrument tagged due to malfunction and will be returned to manufacturer.